Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they have contracture baker grade unknown on left breast, with pain. The device remains implanted.